Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported left side capsular contracture, baker grade unknown and "pulling up and not in it's normal spot" confirmed via ultrasound.

Event description:
Patient reported left side "erupted, ruptured". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.